Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number, and/or the date of MFR as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Surgeon reported to the consultant: surgeon performed an aortic valve replacement and closed with sternal plates on (B)(6) 2011. At a follow up visit, the pt had an ulcerated sternum which caused an infection. Surgeon removed the plates on (B)(6) 2011, a culture confirmed positive for infection on the tissue on the plates. Surgeon noted pt is obese. It is not known how many plates were removed.